Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had device test failed. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis

Manufacturer narrative:
The insulin pump passed the sleep current test, active current test and self test. Insulin pump received with pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.